Event description:
The reporter stated a b & l lens did not exit the injector properly and the haptics broke while being inserted into the patient's eye. The lens was removed with no patient injury and another same type lens was implanted. The cause of the damage haptic was due to the injector.